Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The s5 gas blender system has been returned to sorin group (B)(4) for investigation. A follow-up will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 gas blender system alarmed during a procedure due to a deviation between the actual and the desired flow and fio2 values. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanaova (B)(4). A livanova field service representative was dispatched to the facility. The device was disinfected, opened, cleaned, and inspected. The gas blender was recalibrated. Functional control testing and technical safety inspection carried out successfully. Livanova (B)(4) conducted an investigation on the returned device. The described error could not be reproduced. Run tests were performed and no failure occurred.